Event description:
Caller is from emergency room (ER) and patient (pt) presents with shocking from their enterra system. Technical services (tss) redirected caller to enterra medical since (B)(6) no longer supports this product. Tss didn't ask any further questions due to this no longer being mdt product. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).